Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated falsely depressed architect calcium of 2.8 mg/dl on a hemolyzed sample that repeated twice of 10.3 mg/dl. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
An abbott field service representative advised the customer to calibrate all the instrument pipettors. No other similar instances were reported by the customer. A review of the customer's instrument logs was performed. The sample identification number for the suspect sample was not provided. A review of the existing calcium results was performed and no atypical reaction graphs or absorbances were identified. The customer appears to perform instrument maintenance at the specified intervals. No trends requiring further investigation were identified. No sample was available for return testing. No file sample testing was performed as the customer has already generated an acceptable result using the current sample and the suspect calcium reagent. In addition, the trending data on calcium population means for multiple lots of reagent was observed. The data suggests the calcium reagent is performing acceptably in the field. No non-conformances or deviations were identified for the same issue in the preceding 12 months. No return sample testing was possible and no file sample testing was performed as the issue appears to be sample-specific. A review of the product labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.